Event description:
On the third night my son was using the malem alarm, something happened with the same. At night when he was sleeping, the alarm got very hot like something inside the alarm short circuited and caused it to heat up like a hot metal rod. The alarm case was also extremely hot and since it was in contact with my son's body, it burnt him. Additionally, the batteries leaked out of the alarm unit on to his skin and spread out on his body. He has suffered from skin burns from battery leak of the alarm.